Event description:
The customer reported that the system made a popping noise followed by the loss of the live image. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.